Event description:
A reporter called to report on his wife's hernia repair with the use of symbol tech mesh by covidien. Reporter states that since his wife has had the mesh implanted that she has chronic stomach pain, pain in groin, kidney problems and a new hernia. Reporter stated that his wife will undergo a hernia repair and mesh revision/removal (B)(6) 2017.